Event description:
Related manufacturer report number 2017865-2022-10405. It was reported that during a follow up in clinic, the device was found to be in back up vvi (bvvi) mode. Abbott technical support was contacted and the device was reprogrammed. During another follow up in clinic, the device was again found to be in bvvi mode. Abbott technical support was again contacted, the device was reprogrammed, and replacement of the device was recommended. Additionally, abbott technical support reviewed the session records and ventricular noise was noted on the device and right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. No additional interventions have been performed at this time. The patient was in stable condition.